Manufacturer narrative:
(B)(4) eval: results - visual inspection of the returned product found pieces on both plate haptics are torn off and missing. Lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 13.2 mm implantable collamer lens in the pt's left eye. After lens insertion, noticed lens tear. The incision was enlarged to remove the lens. Another same model and size lens was implanted. Two sutures were to close the wound. Reporter stated the cause of lens tear was due to user error of forceps during loading. This was the primary lens used on same pt same eye. See MFR# 2023826-2011-00869 secondary lens.